Event description:
It was reported by the patient's spouse that the patient died 3 days following implant of the implantable pulse generator (ipg) system. She stated, he grabbed his chest and fell over. The patient was taken to the emergency room (ER) and subsequently died. It was reported by the patient's spouse that the physician said the ipg stopped working. She was looking for answers regarding his death as she was told the ipg would last 10 years before needing replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4). Concomitant products: (B)(4) implantable pulse generator (ipg) implanted: 2013 (B)(6).